Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The screw was visually evaluated with a digital microscope. The complaint is confirmed as the screw has been sheared in half at the minor diameter. The most-likely cause as determined to be an excessive amount of torque. According to the evaluation, the screw head had been stripped from the excessive torque and it did not function as intended. According to the evaluation, there are no indications for a manufacturing defect.

Manufacturer narrative:
This lot is distributed as a 5 pack of screws, however only one screw was reported broken. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported one screw broke during a maxillofacial surgery. The broken screw was removed from the patient and another screw the same size was used to complete the procedure. There was no surgical delay in excess of thirty minutes.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Correction to expiration date reported in the initial MDR, date was reported in error as this is not a sterile device.